Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "difficulty with priming the IV tubing. Fluid does not come through the tubing.¿ although there is no report of patient harm or medical intervention, section "adverse event or product problem" of the customer¿s medsun report lists adverse event. Clarification was requested from the customer but not provided.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is not MDR reportable.

Event description:
The customer later clarified the event occurred during priming and there was no patient involvement.